Manufacturer narrative:
The reported event of the "flotrac system did not provide hemodynamic values" was not confirmed. The flotrac sensor zeroed and sensed pressure on both the locked and unlocked vigileo monitors. However pressure readings on the vigileo monitors were lower than applied pressures or out of specification. Electrical testing showed that both the input and output impedance of the flotrac sensor were within specifications. Zero-offset also met specification. No visible damage or defect was observed from the flotrac cable connector, cable, solder joints or sensor chip of the flotrac unit. X-ray did not detect any defect from the flotrac sensor chip. The dpt sensor of flotrac unit zeroed and sensed pressure accurately on pressure monitor. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the flotrac system did not provide hemodynamic values after zeroing the device. The dpt was replaced and worked successfully. There was no allegation of patient injury. The product is available for evaluation.